Manufacturer narrative:
Concomitant medical products: 429678 lead, implanted: (B)(6) 2013; 5076-52 lead, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a sensing integrity counter (sic) warning. It was noted that this corresponded with placement of a left ventricular assist device (lvad). The right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event.